Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: no relevant manufacturing issues were identified as all units met stryker specifications. The device was returned in 2 pieces, as the tulip head disengaged with the rest of the screw. Conclusion: the plausible root cause of the event is determined to be overtightening.

Event description:
It was reported that the patient received a l4-5 fusion using cortical screw trajectory. It was reported that during regular follow up, the patient x-rays showed that the screws had pulled out. It was reported that during the revision surgery it was discovered that the screw head had dislodged from the screw shaft.

Event description:
It was reported that the patient received a l4-5 fusion using cortical screw trajectory. It was reported that during regular follow up, the patient x-rays showed that the screws had pulled out. It was reported that during the revision surgery it was discovered that the screw head had dislodged from the screw shaft.